Event description:
Radiometer complaint reference: (B)(4). According to the complaint, a sample was measured on the abl90 flex plus analyzer (serial number: (B)(6)) and a thb measurement of 115 was obtained. The same sample on a different analyzer gave a thb measurement of 127. Another sample was measured on the abl90 flex plus analyzer (serial number: (B)(6)) and a thb measurement of 112 was obtained. While the same sample on a different analyzer gave a thb measurement of 134.

Manufacturer narrative:
The awareness date is the date radiometer received the information that made the complaint reportable.